Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Upon visual examination of the returned sample, the staples were observed to be severely misaligned. The stapler was returned with 24 staples remaining in the cover block, indicating that at least 11 staples were fired by the customer. The trigger was not returned engaged. Evidence of use in the form of biological material was present on the device. Proper functional testing could not be completed due to the severe misalignment of the staples. The stapler was disassembled. The bottom component of the complaint sample was observed to be positioned incorrectly when compared to a lab inventory sample, allowing the staples to become severely misaligned. In addition, the bottom component was observed to be bent in the cover block. Die casting anomalies on the forming tool were also discovered. No other defects or anomalies were observed. A CAPA was opened by the manufacturing site to further investigate this issue. The CAPA identified the probable root cause of the incorrectly positioned bottom as inadequate manufacturing controls surrounding the ultrasonic welding process of the bottom component to the cover block component. The CAPA also discovered an interference fit issue between the bottom and cover block. This was identified as the probable root cause of the bent bottom. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Upon visual examination of the returned sample, the staples were observed to be severely misaligned. Functional testing could not be completed due to the misalignment of the staples. The stapler was disassembled. The bottom component of the complaint sample was observed to be positioned incorrectly when compared to a lab inventory sample, allowing the staples to become misaligned. A CAPA was opened by the manufacturing site to further investigate this issue. The CAPA identified the probable root cause as inadequate manufacturing controls surrounding the ultrasonic welding process of the bottom component and the cover block. The CAPA also discovered an interference fit issue between the bottom and cover block. This was identified as the probable root cause of the bent bottom. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "during firing, two staples are released at once". No patient harm or injury. The patient status is reported as "fine".